Manufacturer narrative:
The field service engineer checked and repaired the analyzer. No specific information was provided on the service actions performed. The issue was solved by the service intervention. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 801 module. The reporter stated that other patient samples had discrepancies of approximately 10 ng/ml when compared to values obtained from other analyzers. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with a vitamin d value of 20 ng/ml. The sample was repeated twice, each time resulting with values of 9 ng/ml. The second patient sample initially resulted with a vitamin d value of 20 ng/ml. The sample was repeated on a second analyzer, resulting with a value of 10 ng/ml.